Manufacturer narrative:
The reported events were oversensing noise and mode switch. A complete lead was returned in one piece for analysis. The reported event of oversensing noise was confirmed. Visual examination found two full breached outer insulation degradation proximal to the suture sleeve tie impression. The cause of oversensing noise was due to full breached outer insulation degradation exposing the outer coil.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.